Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), section e initial reporter phone. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the one drawer failed, and when the customer rebooted the station, all drawers failed and the issue could not be reproduced at that time. A field service engineer verified that it was not the same drawer failing each time and last failure occurred on drawer 2. Fse reseated all row board cables on drawers, along with cables going into the communication sled, docking board. Reseated all in one and tested in hardware test application testing was performed, and all drawers passed without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.